Manufacturer narrative:
Failure analysis (fa) has completed their evaluation on the universal surgical manipulator (usm). The reported failure was confirmed in system logs, but not replicated. The unit was tested on an in-house system and passed normal mode without any errors. System logs recorded an error of 32100, 1007, 32096, 25730, and 32114. The usm was tested on the psc fixture test platform (pftp) and passed line 0940 and 0960 tests without any errors. Fa performed further investigation of the fru connector pogo (fcp) printed circuit assembly (pca) pins and the coils were found to be in good condition. The connection of the harness was also good. To address the reported problem, as precaution, the fcp pca, fcp harness and axes controller arm (aca) pca would be replaced. Fa has completed their evaluation on the distal set-up joint (suj). The reported failure was confirmed in system logs, but not replicated. Fa installed the unit to the pftp and the unit passed all the tests. The issue appeared to be intermittent. The axes controller tornado (act) and low voltage differential signaling (lvds)\encoder harness would be replaced as a precaution. Fa has completed their evaluation on the proximal suj. The reported failure was confirmed in system logs, but not replicated. Fa installed the unit on the pftp and the unit passed all tests. Fa let the unit sit for 10 minutes and retested, but the unit still passed. As a fix, the horizontal harness and axes controller setup (acu) would be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse visited the site and power cycled the system multiples time with error 26002 being triggered. The fse contacted the technical support engineer (tse) after syncing and collecting logs. From the logs, the tse observed error 25730 on universal surgical manipulator (usm) 1 causing errors 26002. The fse replaced usm 1 and tested the system and all the tests passed. After a few power cycles to the system, error 319 was triggered on usm 1. The fse disabled arm 1 and the system was able to home with no errors. The fse hard power cycled the system again and a non-recoverable error 26002 was triggered. The fse power cycled the system again and no errors were observed. The fse contacted the tse and was advised to power cycle the system 10 times. After 10 cycles there were still no errors triggered. The fse contacted the tse and was informed that the tse did a deep dive in to the logs and found errors 307/308 relating to the set-up joint (suj). The fse replaced the proximal and distal sujs. The fse performed suj replacement according to isi procedures. The system was tested and verified as ready for use. Isi has received the usm and sujs for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an error 26002 occurred. The customer power cycled the system and then got an error 31030 fault. The technical service engineer (tse) had the customer power down the system, check blue fiber cables, and then perform a hard cycle on all components. Upon start up, the system homed, and the customer went to proceed with the case, but incurred another error 26002 occurred. The tse had the customer power down the system again. On the next power up, the system homed once more and then received another error 26002. The procedure was converted to laparoscopic surgery with no reported injury.